Event description:
It was reported that the tip of the nozzel broke on the interpulse handpiece with coaxial bone cleaning tip during a procedure. A back up kit was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device discarded by user facility.